Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tape not sticking at abdomen site and high blood glucose level event for less than one hour which was treated by the manual injections on (B)(6) 2025.the assistance was provided by the mother and the infusion set was in used for two day.